Event description:
It was reported that the 6800 system had poor image quality. Also the wheel would not roll. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were re-seated, and the wheel cleaned during the service call. The system was tested, and found to be working as intended, and put back into service.